Event description:
False negative result(s). Customer explained that they have detected that our u500 analyzers give a negative result in the leu parameter when the result is actually positive. They carried out a study with 157 samples where they compared the results of our analyzer in leu and blood against the reading result of our strips visually, microscope, clinitek 500 (multistix 10 reagent strips) and clinitek novus. The findings they observed from this correlation is that the sensitivity of mission u500 for leuko is lower than the reference methods and that is why mission tests negative. For blood, good correlation was observed. They made an adjustment to the sensitivity of the leu parameter in the analyzers but noticed that despite the adjustment the result did not change. Their concern about leukocytes is that the sensitivity of mission u500 is from 12-15 wbc to give a trace. In microscope reading of 12-15 it is considered "moderate". The sensitivity adjustment did not change the results as this is due to the sensitivity of the instrument.

Event description:
False negative result(s). Customer explained that they have detected that our u500 analyzers give a negative result in the leu parameter when the result is actually positive. They carried out a study with 157 samples where they compared the results of our analyzer in leu and blood against the reading result of our strips visually, microscope, clinitek 500 (multistix 10 reagent strips) and clinitek novus. The findings they observed from this correlation is that the sensitivity of mission u500 for leuko is lower than the reference methods and that is why mission tests negative. For blood, good correlation was observed. They made an adjustment to the sensitivity of the leu parameter in the analyzers but noticed that despite the adjustment the result did not change. Their concern about leukocytes is that the sensitivity of mission u500 is from 12-15 wbc to give a trace. In microscope reading of 12-15 it is considered "moderate". The sensitivity adjustment did not change the results as this is due to the sensitivity of the instrument.

Manufacturer narrative:
In this follow-up report, the following information is different from the initial report as the internal investigation was completed. B4: date of this report. D9: is this device available for evaluation? G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. The final investigation yielded the following conclusion: final product manufacture and qc record for urs3110027. The batch records of reported lot urs3040042 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Outcome of the review (detail the actions taken along with any findings): the products were manufactured according to normal flow chart and had passed qc inspection. The test results of retained urine strips urs3110027 are normal. We have not found the complaint issue for the retained strips. The complaint is not verified.

Event description:
False negative result(s). Customer explained that they have detected that our u500 analyzers give a negative result in the leu parameter when the result is actually positive. They carried out a study with 157 samples where they compared the results of our analyzer in leu and blood against the reading result of our strips visually, microscope, clinitek 500 (multistix 10 reagent strips) and clinitek novus. The findings they observed from this correlation is that the sensitivity of mission u500 for leuko is lower than the reference methods and that is why mission tests negative. For blood, good correlation was observed. They made an adjustment to the sensitivity of the leu parameter in the analyzers but noticed that despite the adjustment the result did not change. Their concern about leukocytes is that the sensitivity of mission u500 is from 12-15 wbc to give a trace. In microscope reading of 12-15 it is considered "moderate". The sensitivity adjustment did not change the results as this is due to the sensitivity of the instrument.

Manufacturer narrative:
The final investigation yielded the following conclusion: further information was received during the investigation of the event. After receiving the complaint, we requested that the customer provide frequency data and a range of 10u - leu as per the instructions. Following our investigation, we sent the customer instructions to see if the issue could be resolved. The customer confirmed that the issue has been resolved based on our instructions. The cause was determined to be the setting is not suitable for the analyzer in question.